Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed during the fill process. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved and insulin deliveries were resumed.